Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Replaced internal tubing. Replaced membrane due to bad led's. All calibration and tests okay according to factory specs. Therefore, root cause can be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator experienced auto cycling during operation and probably a leak. The customer confirmed that there was no patient involvement associated with the reported event.